Event description:
The customer reported false negative reactions with blood grouping reagent seraclone anti-d blend art no (B)(4), lot 7003120-01. The customer has sent us three thawed samples which had reacted false negative with the complained lot of reagent in the immediate spin method. The complained reagent was not sent. Therefore the quality control laboratory tested the retention sample of the complained reagent with the three samples. We could confirm negative reactions of the samples with seraclone anti-d blend in the immediate spin method. But all samples reacted positive in the indirect anti-human globulin test (iat). There is a hint in the instruction for use that all samples which react negative in the immediate spin method should be tested in the iat phase. The customer didn't' follow this note. Due to the reaction pattern of the three samples (negative reactions in the immediate spin method but positive reactions in the iat phase) we assume weak d respectively partial d as rh (d) phenotype of the three samples. A molecular typing of these samples is not possible, because the samples were frozen and subsequently thawed. During this procedure the samples have to be washed and therefore they don't contain cells with nuclei which could be used for isolation of dna (desoxyribonucleic acid) for molecular typing. We will try to obtain new samples to confirm our educated guess by molecular typing in an external laboratory.

Manufacturer narrative:
The testing of the quality control laboratory confirmed the correct function of the affected lot of blood grouping reagent seraclone anti-d. All three samples reacted positive in the indirect anti-human globulin test (iat), therefore we assume weak d respectively partial d as rh (d) phenotype of the three samples. We had no further complaints relating to this lot. We had four complaints relating to this reagent: one time rh33 (this case was reported), two times weak d and one time partial d.